Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Android / Android_Galaxy S24 Ultra / Unknown / Android 16.